Event description:
A customer had not received their replacement adc freestyle libre 2 sensor due to bleeding after applying. As a result, the customer had a loss of consciousness but regained consciousness and could "move slowly and a little shaky to prepare orange juice" and self-treat. There was no third-party medical treatment provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor pack and sensor applicator (B)(6) have been returned and investigated. Performed visual inspection on returned applicator and no issues were observed. Applicator had fired correctly. The sharp was inspected and no issues were observed. Visual inspection was performed on the sensor pack and no issues were observed. Lid was completely peeled off. Inspected the platform and no issues were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer had not received their replacement adc freestyle libre 2 sensor due to bleeding after applying. As a result, the customer had a loss of consciousness but regained consciousness and could "move slowly and a little shaky to prepare orange juice" and self-treat. There was no third-party medical treatment provided. No further information was provided. There was no report of death or permanent injury associated with this event.